Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage is located on the backside of the battery compartment of the pump from the middle area going to the bottom part of it, and the audio issue. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and the issue was not resolved. No harm requiring medical intervention was reported. Product return was requested for mmt-1880. The customer will discontinue using the device, and the device was returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using (thump software) and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Unit passed self test. Audio options screen was set to low and high volume with vibrate and all volume settings and vibrate functioning accordingly to settings. No volume or vibrator anomalies noted during testing. Unit functioning properly. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors were plugged in properly. However, during deconstructive analysis. Corroded electronic assembly was noted. Unit was received with cracked case (battery tube), scratched case, missing display window/cover, cracked case-corner of belt clip rails and battery tube threads - cracked. In conclusion, unit alerted successfully when audio options screen was set to low and high volume with vibrate and all volume settings and vibrate functioning accordingly to settings. No anomalies noted during testing. Customer's concern of cosmetic damage on battery compartment was confirm when cracked case (battery tube), cracked case corner of belt clip rails and cracked battery tube threads were noted. However, during deconstructive analysis. Corroded electronic assembly was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.